Event description:
Neonate had an overinfusion of tpn in the nicu. Intended rate was 1.4 or 1.5ml/hr. Twenty to fifty mls infused in about two hours. The bag held 75mls, was hung at 12:48pm and was found nearly empty before 1500. The pt's blood sugar became elevated. It was believed that the pt also had issues with respiratory distress and bradycardia (not clear whether this was related to this incident) ,and treatment was given. No details provided on the exact treatment. The pt died 2-3 days after the event. Unk if the event caused or contributed to the death. The hospital and (B)(6) have done an event log review and tested the pump with no issues noted. No additional info was available.

Manufacturer narrative:
(B)(4): device has been received. Investigation is not complete. A f/u report will be submitted with the investigation findings.